Event description:
As reported by our affiliates in france, it was a case of a 29mm sapien 3 valve implanted in aortic position by right transfemoral approach. During the procedure, balloon aortic valvuloplasty was performed prior to implant. The balloon of the commander delivery system burst at the end of the inflation of the valve, and although the valve was positioned correctly with no paravalvular leak, difficulties occurred when retrieving the commander through the sheath, which became kinked in the iliac artery. Additionally, the distal part of the esheath (radio-opaque portion) was detached from the esheath and remained in the patient. No action was taken. A vascular surgeon was required to retrieve the commander, after which the procedure continued with good patient outcome. No patient injury was reported, and the patient was stable at the end of the procedure. As per engineering evaluation of the provided imagery, it shows the c-marker detached and inside the patient. Therefore, liner delamination should have been present in the device although there is no device image where it can be observed.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusionsthe event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Provided imaging of t he associated sheath was reviewed and the following was noted: fluoroscopy imagery shows that the sheath distal tip c-marker band was detached and remained inside the patient, suggesting that the sheath liner was fully, circumferentially delaminated at the distal end.according to the technical summary, the IFU, current risk mitigations, including design and manufactur ing controls, and training manuals have been reviewed. No inadequacies have been identified regarding warnings, contraindications, or the directions and conditions necessary for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to calcification in the landing zone or over-inflation of the balloon.the complaint for balloon burst was confirmed empirically, based on the information available to date. Available information suggests that patient factors (calcification) likely contributed to the event as moderate annular and/or leaflets calcification was reported. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint for inability to withdraw system through sheath was confirmed e mpirically, based on review of the provided imagery for the associated sheath. Available information suggests that procedural facto rs (withdrawal of burst balloon) likely contributed to the event. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of the sheath, which may have led to the experienced retrieval difficulty.complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.